Event description:
It was reported that during a lower anterior resection, the device was fired and the anvil head fell out. The anvil head was retrieved, but the anastomosis failed to form. The anastomosis was formed by additional suture. Operating time was extended over an hour. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.